Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% target lesion located in the severely calcified and moderately tortuous proximal right coronary artery. After pre-dilation, a 3.5x24 taxus element stent was advanced for treatment but could not cross the lesion. Ballooning was performed at additional time, but again the stent could not cross the lesion. Upon removal, it was noted that the "stent got lifted". The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).